Manufacturer narrative:
Product event summary: the proximal segment lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting varying pacing impedance, high pacing impedance, sensing integrity counter (sic), and oversensing/noise. A rv lead ring electrode fracture was confirmed. The rv lead was initially reprogrammed/inactivated and then explanted/replaced. No patient complications have been reported as a result of this event.